Event description:
It was reported that the user experienced hyperglycemia and that a dexcom g7 continuous glucose monitor (cgm) sensor paired to the dexcom app but failed to pair to the ilet, resulting in manual blood glucose entry; this reflects an intermittent communication failure involving the electrical/antenna component of cgm interoperability. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, with involvement of the electrical and antenna components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.